Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while closing the trachea during a thoracoscopic lobectomy procedure, the stapler was unable able to fire and the surgeon was unable to squeeze the handle. There was no patient injury.